Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. The most likely cause is due to component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the images of the colonovideoscope would sometimes disappear during a therapeutic endoscopic submucosal dissection (esd) procedure. The procedure was completed using an olympus backup device. There were no reports of patient harm.